Manufacturer narrative:
B1 adverse event/product problem - corrected - no adverse event or product problem. H1 type of reportable event - corrected - no serious injury. B2 outcomes attributed to ae ¿ corrected ¿ no required intervention to prevent. Permanent impairment/damage (devices). Catalog # - corrected ¿ from ssft215pre to unknown. Gtin# - removed. Product long description ¿ corrected . Lot # - corrected - from 0000199182 to unknown. The product was returned, and it was identified that this was a non-stryker device. Inspection of the returned device by r&d department in fremont, identified that this was not in fact a stryker device, this is a non-stryker device. Rationale: the niti (nitinol) tube is 25.5cm vs 35cm. Length from tip to ptfe (polytetrafluoroethylene) coating is 61.5cm vs 49.5cm. Grind length is 37cm vs 14.5cm (between ptfe and niti tube). Od (outer diameter) of ptfe section is 0.155 vs 0.014 max. (This is core wire only). Tip od is 0.0155¿ vs 0.014 max with no sign of issues. During initial visual inspection of the returned device the distal 10 cm section of the guidewire had fractured. The guidewire was kinked at 3mm distal to the fracture point. The distal fracture point showed a fracture to the nitinol tubing and the core wire. The proximal fracture point showed a fracture to the nitinol tubing and the core wire. The distal tip was imaged and the core wire distal tip was visible through the distal dome. The distal tip was hydrated. A functional test was unable to be performed due to the damage noted to the device. It was reported that the guidewire fractured during a liver procedure, wire looked "funny. Tip of fractured wire was retrieved successfully with a snare. The fractured wire caused a right hepatic artery dissection. 4 coils were deployed successfully, and the procedure was concluded. Analysis of the returned device found that this was a non-stryker guidewire, not the reported stryker guidewire. The returned guidewire was found to be fractured and kinked, confirming that this is the complaint device. An assignable cause of caused by other will be assigned to this complaint as the investigation indicates another non-stryker device caused the issue event. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during the procedure the subject guidewire fractured and the fractured guidewire caused a right hepatic artery dissection. The physician used a snare to remove the fractured part of the guidewire and four coils were deployed to complete the procedure. The patient was discharged from the hospital. No further information is available.

Event description:
It was reported that during the procedure the subject guidewire fractured and the fractured guidewire caused a right hepatic artery dissection. The physician used a snare to remove the fractured part of the guidewire and four coils were deployed to complete the procedure. The patient was discharged from the hospital. No further information is available.

Manufacturer narrative:
The device is not available to the manufacturer.